Event description:
Same case as manufacturer report #: 2134265-2010-02126. It was reported that during a peripheral stent placement procedure stent delivery system entrapment on the guide wire occurred. The 100% stenosed lesion was located in the mildly calcified and non-tortuous superficial femoral artery (sfa). The physician advanced the amplatz super stiff guide wire across the lesion. The lesion was pre-dilated with an unspecified balloon. Post-dilation, the lesion was 70% stenosed at one end and 30% stenosed on the other end. Next, the 6x79x1350 sentinol nitinol billary stent system was advanced up to and across the lesion with no difficulties noted. The sentinol stent was successfully deployed in the intended location and fully apposed to the vessel wall. When the physician attempted to remove the sentinol stent delivery system (sds) from the lesion site, removal difficulties occurred and it was noted that the sentinol sds was "stuck" to the amplatz guide wire. The physician removed the sentinol sds and the amplatz guide wire together as a unit outside of the patient. It was further noted that the deployed sentinol stent was not damaged nor did the sentinol stent move due to this event. The sentinol stent remained fully apposed to the vessel wall once the sds and amplatz guide wire were removed from the lesion site. The physician advanced another guide wire and completed the procedure no patient complications were listed and the patient's status was noted as "good".

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A device history record review was not performed since the lot number is not known. The most probable root cause was unable to be determined. (B)(4).